Event description:
It was reported that a male patient underwent an interventional coronary procedure on (B)(6) 2014. The vessel was calcified. Following the procedure, the physician who is in training, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the sealant was deployed and everything looked great, but when pressure was let up (released) there was a slow arterial bleed so a femostop was placed. On (B)(6) 2014, the physician confirmed a pseudoaneurysm by CT scan and another physician went in and placed a covered stent. The patient was hospitalized due to the mynx device / mynx procedure. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.